Manufacturer narrative:
(B) (4). Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. Based on the appearance of the explants, a rupture of the right cord at l5 occurred. The right cord at l5 was clamped on the welded end which is not designed as a fixation zone. According to the surgical technique, the cord ends should overhang the head of the pedicle screw by 10mm. Because the welded end of the cord has different mechanical properties to the functional zone, this loading resulted in overloading and rupture of the cord. The dislocation of the right spacer is a consequence of the cord rupture. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that the system was removed by another surgeon and not the one who implanted the system. After being pain free for a year the back pain returned. In situ, the cord on the right handside was not fixed in the sacral screw. But the set-screw of the sacral screw was inserted to the max.